Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found air leakage from the connector maehan part and pixel defects due to image capture failure. Based on the results of the investigation, it is likely that the following led to the malfunction: the connector was confirmed to be flooded. A definitive root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This issue is addressed in the instructions for use (IFU): warning-the following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released. Do not bump or drop this product. Water leakage may damage the electrical circuits inside the product. Connect the video connector to the otv-s7v when it is sufficiently dry, including the electrical contacts. Wet connection may cause malfunction. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had an air leakage from the connector faceplate section. The issue occurred during an unspecified procedure. There were no reports of patient involvement.